Event description:
The plaintiff's attorney alleged that the decedent experienced atrial fibrillation on or about (B)(4) 2012 after the user of the product. The plaintiff's attorney also alleged that the decedent experienced cardiopulmonary arrest after a separate dialysis treatment on or about (B)(4) 2012 and subsequently expired.

Manufacturer narrative:
This is one event of two events reported for the same pt involving two separate products.